Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to the 13th february 2011. The device failed a self-test due to a low battery on the 20th february 2011 and remained in fault mode until the 22nd march 2011 when the device passed a self-test during a manual power cycle. Voltage fluctuations were observed. Multiple manual power ups containing nonsensical durations were observed in the device memory between the 6th -16th june 2016. The manual power ups may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off via the on/off button. Investigation found the reported fault may be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.